Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, a tear was observed on the posterior aspect, measuring approximately 0.8 cm. Leak testing was performed, according with mentor procedure, and it revealed an additional tear on the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed in both tears, and the cause of the deflation could not be identified. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. The patient reported that she underwent two surgeries for defibrillator implantation in 2018 and (B)(6) 2019. The wound became infected, and the patient experienced abscess. After the surgery in (B)(6) 2019, the patient noticed that her left breast volume was decreased. The patient had a consultation on (B)(6) 2020, and the deflation was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 460cc mentor smooth round high profile prostheses (catalog #: 3503460) on (B)(6) 2020. The date of implantation was estimated based on the invoice date of the device, since only the year of implantation was provided at this time. If additional information is received in the future, a supplemental report will be provided.